Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. It was observed the patient's right ventricular lead had dislodged. The physician attempted to revise the lead, but the helix would not retract. The lead was explanted and replaced. The patient was in stable condition.